Event description:
It was reported that during an ovarian resection procedure, the tip of the shaft was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/17/2008. Info anticipated, but unavailable at this time.